Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the provided photographs revealed water filling above the maximum water fill line. Conclusion: without the complaint device, we are unable to determine what has caused the reported event. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 vented autofeed humidification chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 vented autofeed humidification chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 vented autofeed humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher and paykel healthcare (f&p) field representative, that the mr290 vented autofeed humidification chamber had water filling above the maximum water fill line. There was no patient involvement.